Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-727a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, the potential for forward firing may exist.

Event description:
It was reported that during a prostate procedure at 136,221 joules and 17:50 minutes, the fiber spinning inside its sheath was noted. The fiber was exchanged and the case was completed using the second fiber. The fiber tip was not cleaned during the procedure. Patient outcome: ¿ok¿ reported.